Manufacturer narrative:
Upon engineering evaluation it was found that the base power supply is the cause of this failure where it exhibited a failure mode of a voltage spike. As a result, the relay and main power supply were also damaged. The respective parts were replaced with new configuration units and the system was tested to ensure good working condition. No injury occurred as a result of this issue. However, the malfunction did cause a delay in treatment. The design resolution undertaken by the supplier and deployed by neurological service team does prevent recurrence of this issue.

Event description:
The technologist was preparing a scan in the neuro ICU when a pop was heard, smoke was observed and a residual burnt smell was detected. Patient was moved to another bed location. The unit was found to be not plugged in at the time of this incident, and then ultimately deemed safe to be removed for service.